Event description:
(B)(6) clinical study subject had four spiration valves placed for treatment of emphysema (four piv-v9). Four years post procedure subject experienced pneumonia in the valve treated lobe (left lower lobe) requiring hospitalization. Pneumonia resolved without sequelae approximately 8 weeks post hospitalization.

Manufacturer narrative:
Four piv-v9 valves were placed. A total of four reports were filed separately related to this event. Event was initially reported by (B)(6) study investigator as being unrelated to device or procedure. The (B)(6) clinical events committee review, held approximately 5 months post resolution of the event, concluded event as possibly related to the device and is therefore being reported at this time. Device not returned to manufacturer.